Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed that the right ventricular (rv) lead exhibited over-sensed noise causing pacing inhibition. The patient's rv lead was found to reproduce noise with isometric testing. No intervention was performed. The patient had no symptoms and was in stable condition.

Event description:
New information received noted the patient's right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found partial external insulation abrasion and exposing the outer coil distal to the suture tie impression. The cause of the reported event was consistent with friction to another device.